Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient had blood glucose (bg) reading of over 600 mg/dl with large level of ketones, symptoms of dehydration, nausea, vomiting, and extreme drowsiness. It was reported that the patient was treated at the hospital by medical professionals with intravenous fluids and insulin injections. The patient allegedly was removed from pump therapy because the hospital health care professional suspected that the pump was not working correctly. The patient subsequently discontinued pump therapy with recent adjustment to the bolus setting by health care provider. The reporter alleged that there was an inaccurate delivery issue with the pump. Customer technical support agent reviewed the pump with the reporter. Review of basal deliveries determined that they were correct and as programmed. No information was provided regarding the bolus deliveries. It was noted that the time and date was set incorrectly, although it was not certain if this caused the elevated bg. Review of potential causes for bg issue indicated that the patient had signs of dehydration not related to the elevated bg. The reporter stated that they had lost confidence with the device and troubleshooting was unable to resolve the alleged inaccurate delivery issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Follow-up #2 - submission date 08/13/2015; (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Follow-up #3: date of submission 09/06/2015: device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the devaluation. Review of the black box data found that on (B)(6) 2015 there was a power-on-reset event and delivery was never resumed. The total daily delivery reflected the user¿s programed basal settings. Using the returned battery cap and a test cartridge cap the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy was within specifications. Audio and normal bolus were executed and recorded correctly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.